Event description:
It was reported that the patient presented to the clinic remotely on 31 aug 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by right ventricle losing capture. No programming changes were made. The patient was in stable condition and will be monitored.